Event description:
A medtronic representative reported the connector on the biopsy guide is broken. Even if the device is tightened very tightly, it will still loosen on its own. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
Device lot number and manufacture date is provided.as reported, the lower adjustment tab is difficult to tighten. Once tightened, it is then difficult to loosen again. Otherwise, the instrument is in good working condition.

Manufacturer narrative:
Device must be returned in order to provide the lot # and manufacturer date.